Event description:
The patient reported a previous incident that occurred on april 29 involving very high blood glucose levels and hospitalization, suspecting a possible pod malfunction. It is unknown if a pod malfunction occurred related to the reported event. The patient¿s blood glucose levels, symptoms, diagnosis, and any treatment were not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a previous incident that occurred on (B)(6) involving very high blood glucose levels and hospitalization, suspecting a possible pod malfunction. It is unknown if a pod malfunction occurred related to the reported event. The patient¿s blood glucose levels, symptoms, diagnosis, and any treatment were not provided. If additional information is received, a supplemental report will be submitted.additional information was received on (B)(6)2026. The patient stated the controller did not have an alarm. The patient's blood glucose level was reported to be 700 mg/dl (38.9 mmol/l) while wearing the pod on their arm for between 49 and 71 hours. The patient's symptoms included persistent vomiting and dehydration. The patient was diagnosed with ketoacidosis and received intravenous treatment of fluids and insulin. The patient had spent approximately 6 days in the intensive care unit, and 1 day in the regular ward. On (B)(6) 2026, after receiving medical clearance, the patient inserted a new pod and was transferred to a regular ward on (B)(6) 2026. The patient was discharged from the hospital on (B)(6) 2026. The pod was discarded at the hospital.

Manufacturer narrative:
Please see section b5 with additional narrative and section h6 witch includes health effect clinical codes, and a health effect, impact code.